Manufacturer narrative:
Patient identifier not available from the site. Onsite investigation was preformed and it was discovered that the motion batteries were not holding sufficient charge while under load. Replacement of the motion batteries and verification of charging voltages resolved the issue. No further issues were reported. Replaced batteries were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the site tried to take a 3d spin but the image acquisition system (ias) jolted and shut down. They rebooted and it happened once more. They removed it from the field and tried to move the rotor and the system shut down again. After another reboot the system displayed a battery critical error. They checked the battery levels and found that the motion level was at 2 and decreasing. They said it had been left unplugged between cases and discharged. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Case delay due to this issue was approximately 20 min.